Event description:
The customer reported a leak that caused a blood backflow occurrence. The leak occurs at the upper port after infusing an unknown IV push drug with the bd twin needle cannula. The leak occurs almost immediately. The reported condition occurred during patient use. No patient injury or medical intervention occurred. The amount of blood that backed up is unknown. No additional information is available.

Manufacturer narrative:
The sample has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).